Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). Caller mentioned that the patient had a fall on monday and twisted their body last wednesday, leading them to suspect that the leads may have become disconnected from the ins. Patient was in serious pain and did have a fall. Agent walked patient through MRI mode and patient was head compatible. Patient turned stimulation on but couldn't feel a difference in stimulation. Agent redirected patient to their hcp to address the issue.